Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is capsurefix novus, implant date is 2004, as none provided on the 3500a form. Evaluation summary: no anomalies found; full lead returned.

Event description:
Low impedance; suspect stylet perforation.